Manufacturer narrative:
Summarized patient outcomes/complications of hemodynamic performance and midterm clinical outcomes after surgical aortic valve replacement using trifecta and perimount magna valves were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, hyperlipidemia, cerebrovascular disease (cvd), atherosclerosis obliterans (aso), chronic obstructive pulmonary disease (copd), renal dysfunction, hemodialysis, previous cardiac surgery, and a history of percutaneous coronary intervention. Some of the complications reported were endocarditis, intracranial hemorrhage, heart failure, stroke; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Literature attachment: hemodynamic performance and midterm clinical outcomes after surgical aortic valve replacement using trifecta and perimount magna valves: a japanese single-center experience b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "hemodynamic performance and midterm clinical outcomes after surgical aortic valve replacement using trifecta and perimount magna valves: a japanese single-center experience", was reviewed. This research article is a retrospective single-center study to compare the hemodynamic performance of the trifecta and magna valve bioprostheses. The devices included in the study were the trifecta and perimount magna valves. The article concluded that while the trifecta valve may offer better hemodynamics than those by the magna valve, it may not necessarily improve the midterm prognosis of patients undergoing surgical aortic valve replacement or modified bentall procedures. [The primary and corresponding author was yujiro miura, division of cardiovascular surgery, department of surgery, kochi university, kochi medical school, 185-1, kohasu, okomachi, nangoku-city, kochi 780-8505, japan, with corresponding email: yu-miura@kochi-u.ac.jp]. This study included all patients with aortic stenosis, aortic regurgitation, or aortic annulus ectasia who underwent surgical aortic valve replacement, aortic valve-preserving surgery, or the modified bentall procedure between (B)(6) 2019. A total of 500 patients were included in the study, of which 26.2% (131) received an abbott device. The average age was 76 years. The majority gender was male. Comorbidities included hypertension, diabetes mellitus, hyperlipidemia, cerebrovascular disease (cvd), atherosclerosis obliterans (aso), chronic obstructive pulmonary disease (copd), renal dysfunction, hemodialysis, previous cardiac surgery, and a history of percutaneous coronary intervention.